Event description:
Sp causing feedback. On (B)(6) 2012- left ear implant by (B)(6). On (B)(6) 2012 - activation; report attached; perpetual feedback noted on (B)(6) 2012- fitting, report attached, feedback noted. On (B)(6) 2012- transcanal revision, to remove scar tissue. On (B)(6) 2013- fitting, report attached, perpetual feedback noted. On (B)(6) 2013- transmastoid revison, due to feedback. Dr. (B)(6) noticed blood in sp header and lead ports. Saline injection of the sp showed that fluid came out the flat side of the header. Removing the leads and wiping off the leads, and re-inserting into the sp showed a reduction of the feedback. The sp was removed and replaced. On (B)(6) 2016 - commander dx before/after sp replacement confirms sp as source of feedback. Early incidence of feedback (immediately at activation (B)(6) 2012) makes abrasion unlikely. Inspection of returned device confirm damage to sp header, likely by surgical instrument or sutures during initial implant.